Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that starting 6 months prior to the report, the recharge frequency was increasing. The device needed to be charged every 3 days instead of every 5 days. The patient decreased her stim level in the past 3 months and has not had any programming changes or overdischarge events. The patient had an appointment on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that they instructed the patient to reach out to the local manufacturer's representative (rep). The hcp wasn't sure if the issue was resolved. No further complications were reported.